Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the blade could not be removed and can no longer be used. There was no patient involvement.